Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that a injector luer lock n35c multipack leaked during use. The following was reported by the initial reporter: "the customer reported as follows: the anticancer drug was prepared on the preceding day and stored in a refrigerator. On the following day, drug leakage from the connection (probably with the injector) was confirmed during infusion. (B)(4) ikeda additional information. The sales rep received additional information. When the customer closed the clump on 515571-zat after infusion to patient completed, it was found leakage from c60. The customer asked us to perform investigation."